Event description:
This is a report of a home patient (hp) who experienced a connection issue between their transfer set and twin bag during peritoneal dialysis therapy. After connecting their transfer set to the bag, a gap was identified at the connection. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The problem was unable to be confirmed through sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the sample was made. Upon receipt of the device an evaluation will be performed to investigate the reported connection issue. A batch review was conducted for associated lot number h13i16036 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The outside diameter of the uv spike was measured and was found to be within specification. Should additional relevant information become available, a supplemental report will be submitted